Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the endoscope would not display an image, the user attempted to change out the camera and cord, but the issue remained. The user then employed an alternate endoscope which remedied the issue. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.